Manufacturer narrative:
(B)(4). Information was not provided by the contact. The injection port with locking connector, tubing strain relief and 3.8cm of catheter were returned for evaluation. Upon visual inspection, it was observed that the actuator ring was returned in unlocked position, and hooks were retracted. Biological debris completely covered the injection port, locking connector and tubing strain relief. Upon microscopic evaluation, it was observed that the septum had four punctures. The biological debris was removed in order to performed mechanical test. A leak test was performed on the injection port with a successful result; no leak was found. A blockage test was performed on the injection with a successful result; no blockage was found. A functional test was performed on the injection port with a successful result; hooks were deployed and retracted. The complaint cannot be confirmed, device returned for evaluation was fully functional. While it was not possible to draw definitive conclusion regarding the root cause of the reported event, it is noted that port displacement is a recognized event associated with realize gastric banding. It may be tentatively suggested that the injection port may have not been correctly secured with the realize applier or with additional sutures if required, as specified in the instruction for use (IFU). Alternatively, failure to place the port in an appropriate location may enhance risk of port placement issue. However product analysis cannot provide evidence for this potential root cause. A device history record (DHR) review was performed on this subassembly and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Review of manufacturer process was performed and it was noted that 100% injection ports are functionally tested prior release, therefore it is unlikely that a manufacture is contributed at this event description.

Event description:
The customer reports that post implant of a realize adjustable band, the port was replaced due to port had turned/flipped. No details are known of when the band was implanted, how many adjustments the patient had; the amount of the adjustments or how the flip was detected. The port was replaced with a new one. There was no patient impact to the patient.